Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleged unexpected high blood glucose level. During investigation on (B)(6) 2017, a leakage was discovered in the guide needle. No adverse event reported. Product has been returned.